Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up reported detailing the results of the evaluation.

Event description:
A report was received that alleges that the tracheostomy tube flange was damaged. Emergent tracheostomy tube exchange was required. No incident related medical sequela was reported.